Event description:
It was reported that the system 8800 intermittently was arcing at the monoblock and would not operate as a fluoroscope. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. The malfunction was verified. The monoblock needs to be replaced. The in house staff have decided to perform the replacement themselves to minimize cost. No further problems are anticipated once repairs are affected and the monoblock is replaced. An add'l report will be generated and submitted if further info becomes available.